Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During inspection it was noted that pressure transducer printed circuit board was corroded. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to received information, replacement of the pressure transducer printed circuit board (pcb) solved the issue. Provided device's logs were incomplete, hence the issue was not confirmed. Corrosion on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Our servo ventilators fulfill the standards of ip21. Circumstances about the source of the corrosion are unknown. It was concluded that the issue most likely was related to environmental issue.

Event description:
Manufacturer's ref. #: (B)(4).